Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the PICC was placed in the right basilic vein, trimmed to 50 cm, with 41 cm internal and 8 cm external, and secured using a securacath. On (B)(6) 2026, the PICC was reported as blocked. Attempted to unblock the line. A pivc was subsequently inserted. On (B)(6) 2026, it was noted that the PICC was leaking through the dressing. Upon assessment, the catheter was found to leak on flushing and aspirate air. Removal of the dressing revealed a circumferential fracture of the PICC, with only the distal end visible externally. The securacath remained in situ, and the fracture was located proximal to the securacath body. The 41 cm internal portion of the PICC remains in the patient, and the patient is scheduled for surgery today for retrieval of the retained catheter segment. No other information was provided.